Event description:
The customer contact reported a "crackling sound" and an exposed wire at the female end of the ac power cord. The device was returned to the biomedical engineering dept with an unsigned note that stated "broken". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the outer insulation had separated from the plug at female end of the ac power cord. It was reported the exposed black wire was electrically open; however, when the ac power cord was moved, there was a "crackling sound" indicating the open wire made intermittent contact. No visible sparking was reported. There were no reports of any adverse events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)